Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 32056 error was found indicating axes controller arm (aca) in universal surgical manipulator (usm) 2 failed to initialize i2c device on the usm ac 2c axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where usm agc current failed was found to be failing on the ac 2c axis. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the yaw searchlight sensor assembly.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, system was checked and persistent error code 32056 was observed on universal side manipulator (usm) arm 2. Troubleshooting was performed via power cycle and hard reboot; however, the issue persisted. Tse advised to disable usm arm 2. Surgeon elected not to disable usm arm 2. The planned procedure was continued under current condition using same system. No report of patient injury. It was further reported that upon completion of the procedure, system was checked and it was indicated that the error fault on usm arm 2 remained persistent.

Manufacturer narrative:
The root cause is attributed to a faulty yaw searchlight sensor causing communication issues within the usm2.

Event description:
Refer to h11 for follow-up information.